Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during treatment of a pelvic congestion case, a combination of multiple embolization coil implants was used when the framing coil unexpectedly detached in the microcatheter. The coil, together with the catheter, were removed and replaced to complete the case. There was no reported patient injury or additional intervention.